Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The device history record (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a 41 cm (16") appx 2.7ml, ext set tubing pur ambrate, spike, y-clave®, luer check valve that the customer reported the blue lock cap came off during use with consequent spread of antiblastic drugs. There was patient involvement, however, no report of adverse event. This captures the second of two events reported.